Event description:
It was reported that the patient underwent a heart transplant. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the root cause for the heart transplant could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product has been received to date; however, in the event that the device is returned for evaluation, this file will be reopened and updated accordingly. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 10jan2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.